Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A business operations manager reported that near the end of a vitrectomy procedure there was a multiple port illuminator issue. The case was completed as planned without harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The lamp was replaced and returned for evaluation, to resolve the issue. The lamp was noted to have exceeded its¿ lifespan upon being received. As such, the lamp was not evaluated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).